Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report an increase in the number of alarms she was receiving. The pt's download revealed that the pt is getting asystole and arrhythmia alarms. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon eval, it was discovered that the trunk cable looses its side to side and front to back channels when the cable is flexed. The cause of the loos of ECG channels was physical damage to the trunk cable that resulted in broken wires within the cable. The root cause of the damaged trunk cable cannot be positively determined. Once the trunk cable was replaced, the belt operated properly. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.